Event description:
The customer reported no ac indicator led while the device is connected with ac power. However, defibrillator is working ok with charged battery. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported no ac indicator led while the device is connected with ac power. However, defibrillator is working ok with charged battery. There was no report of patient involvement. The device was evaluated by a philips field service engineer and the symptom was verified. The ac power supply was replaced to resolve the reported issue.